Manufacturer narrative:
(B)(6). Results - bd received 4 samples from the customer facility for investigation. The 4 samples were evaluated and the customer's indicated failure mode for missing labels with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - as there are sensors on the manufacturing lines for label presence, the most likely cause is an operator did not properly remove the tubes from the manufacturing line.

Event description:
It was reported that the device, 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, came without manufacturer's' identification label. No medical intervention or injury reported.